Manufacturer narrative:
During analysis on site the dispatched fse was not able to comprehend the reported issue. As a precautionary measure the blower motor and the pcb blower were replaced. The device was tested after the repair exchange, passed all tests and was returned to use without further problems reported. The replaced parts were requested but were not returned for investigation. Log file evaluation confirmed that at the date of the reported event the supervisor function of the software forced a preventive shutdown of the blower unit due to an obviously false signal sequence from the motor control loop. The shutdown is accompanied by a corresponding alarm. Fresh gas dosage and manual ventilation remain possible in this state. As no parts were provided for evaluation the exact root cause could not be determined. But based on the log file records the pcb blower seems to be the most likely root cause for the reported turbo vent failure. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during use, the perseus had a turbovent 2 failure and stopped ventilation. There was no patient injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that during use, the perseus had a turbovent 2 failure and stopped ventilation. There was no patient injury reported.